Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as the peritonitis diagnosis, the patient was treated with intraperitoneal (ip) fortaz 1 gram (frequency not reported) and (ip) cefazolin 1 gram (frequency not reported); both antibiotics were stopped on an unreported date during the same month as receipt of this report. The cause of the peritonitis was a breach in aseptic technique further described as patient made mistake or touch contamination. It was reported the patient was not hospitalized for the event. On an unreported date during the same month as receipt of this report, the patient was retrained on aseptic technique. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.